Event description:
Trigger lever gets stuck. Fs log# 99264. 1216677-2022-00285 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation findings: the complaint product was manufactured at csi on 03-nov-2017 and sold on 28-dec-2017. Device history record was reviewed, and no non-conformities related to the complaint condition were noted. A review of the two-year complaint history showed similar reported complaint conditions. The complaint unit was returned on a repair on 10/oct/2022. Visual examination of the complaint product revealed no physical damage. Complaint product was functionally evaluated and found not to function properly. Root cause: while no definitive root cause could be reliably determined, the potential cause may be from normal wear and tear. Corrective actions: the complaint unit was repaired and returned to the customer. The relief device was replaced. The unit was tested and found acceptable. Coopersurgical will continue to trend this complaint condition.

Event description:
Company representative confirmed "relief device not sealing to allow unit to build pressure."